Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The (B)(6)computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while in a cranial resection procedure, it was reported the computer had often become unresponsive. By restarting the computer, it could be used without issue. There was no delay due to the alleged issue. There was no reported impact on patient outcome.